Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 he received a "replace sensor" message from his adc freestyle libre sensor after applying a new sensor. Customer further reported that at the time he was not feeling well and noted experiencing ¿pain and needle sensation¿ in the arm. Customer self-treated with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. The sensor plug was properly seated in mount. Removed the sensor plug assembly and performed visual inspection, observed a crack in the sensor neck. The crack was found across the width of the sensor neck and through the carbon layer. The complaint is not confirmed to a use issue.

Event description:
Customer reported that on (B)(6) 2018 he received a "replace sensor" message from his adc freestyle libre sensor after applying a new sensor. Customer further reported that at the time he was not feeling well and noted experiencing ¿pain and needle sensation¿ in the arm. Customer self-treated with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.